Manufacturer narrative:
Additional information was added to h6. Correction to d10 (remove the date) and remove h3: manufacturer evaluated device? And h3: select reason for no evaluation selections. The sample was not returned. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. .

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while disconnecting a clearlink system non-dehp secondary medication set from a primary tubing set, ¿the connecting piece of the tubing remained stuck inside the y-port of the primary tubing and appears to be severed from the connection¿. This was identified while in use on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.